Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 430 mg/dl. The customer treated for the high blood glucose readings with 20 units of manual injection. The customer stated that the pump never alarmed no delivery. The customer will send in the reservoir for failure analysis.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.